Manufacturer narrative:
The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical services manager reported a wrap around inferior radial tear after the epinucleaus was removed during laser assisted cataract surgery. The rhexis was noted as intact, a lens was implanted in the sulcus and the incident resolved without additional treatment.